Manufacturer narrative:
The date of death(s) are unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Iformation received from a consumer. A consumer read online that people were reporting pump alarms and no one helped them. It was reported that people "are dying." It was unknown what the consumer meant by "people are dying."

Manufacturer narrative:
(B)(4).